Event description:
Customer reported 6 patients with diffuse lamellar keratitis (dlk) out of 24 patients. Rinse was not needed. The surgeon believes it was caused by the side-cut energy, because the dlk was situated on the edge of the flap. The flaps were ok. All patients have recovered without problems. Patient #5 had stage 1 dlk on left eye. Patient was treated with topical steroids and bandage contact lens was placed.

Manufacturer narrative:
Completed by manufacturer. Evaluation codes: abbott medical optics (amo) field service engineer was dispatched and performed preventative maintenance. Laser meets all specifications. Cause of the dlk is unknown.